Event description:
It was reported that the pump had an inaccurate rate. There was unknown patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s stated problem was verified through accuracy testing. It was found that preventative maintenance was needed, and preventative maintenance was done to fix the issue.